Manufacturer narrative:
Section a4: weight: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between feb 11, 2026 and apr 17, 2026. Section e1: phone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent an exchange of a preloaded monofocal toric intraocular lens (iol). Following implantation, the patient demonstrated persistent or increased astigmatism compared to the preoperative condition, despite the lens being aligned on the intended axis. The physician referred the patient for a second opinion and suspected a potential device issue, including incorrect power or possible manufacturing defect, as the expected refractive correction was not achieved and the axis remained unchanged. No further information was provided.